Manufacturer narrative:
Analysis was normal. No anomalies were noted. The device was above the elective replacement indicator (eri).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-13881; 2017865-2021-13883. It was reported that the entire system was explanted due to infection. The patient was stable following the procedure.